Event description:
Pt had a repair cesarean section and when cleaning up after procedure, discovered lesion on right upper lateral thigh. Lesion appeared to have some charring and was 2x2.5 cm and 1 cm deep. Physician described lesion as electrical burn, 3rd degree. Blankets and drapes were evaluated, but exhibited no signs of melting, burning or discoloration. The pt denied any metal implants and all jewelry had been removed prior to surgery. There was no evidence of surgical solutions pooling on the pt or underneath. The cautery machine's grounding pad was securely attached to pt's left leg, on the opposite leg of the injury. The restraint metal buckle for the pt's legs was located below the injury closer to her knees on top of a bath blanket, without any contact to her skin. Lesion was excised and repaired with suture. Pt was observed for 48 hours per normal course for cesarean section, lesion site exhibited no signs or symptoms of infection. Machine was immediately removed from service and internal review commenced. At this time, no reason or cause for injury has been discovered. Reason for use: surgery.